Event description:
See also MFR report 3004209178201002290. The pt experienced a return of pain approximately three months before. She recharged in (B)(6) for seven hrs and it didn't do anything, it offered no relief. She did everything she usually did with the device and it wasn't working. It was unclear which device was involved. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)